Event description:
It was reported that during the procedure using a pioneer plus catheter, the physician deployed the needle beyond an iliac artery cto and resistance was met. The physician attempted to advance the guide wire through the needle but was unable to advance the wire. The needle was retracted and the wire pulled back and the physician noticed that the needle was attached to the wire when the wire exited the pioneer plus catheter. All portions of the catheter were accounted for upon removal from the pt. The anatomy was reported to be fairly tortuous with calcification present near the lesion, it was also reported that the needle seemed to deploy and retract without difficulty. The procedure was successfully completed with a new pioneer plus catheter. No adverse event ot pt injury was reported.

Manufacturer narrative:
(B)(4). A search for the manufacturer complaint database was performed and to date, no other complaints have been reported for this failure within this lot. Visual inspection was performed on the returned device, the device was received with the tip of the needle completely separated from the catheter. The broken needle segment was approximately 1.2cm long. The device will be submitted to a third party for further investigation. A supplemental report will be submitted when the investigation is complete.